Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years. Through follow-up with the health-care provider, it was learned that the device was removed due to prosthetic valve endocarditis and aortic regurgitation. An operative report was obtained, which states "the aortic prosthesis was completely destroyed with the valve leaflets being eaten away by infection with the valve remaining wide open ... There was infection around the valve itself and an annular abscess, which completely encircled the entire annulus of the aorta." The patient was implanted with a mitral valve, an aortic valve, a core matrix patch and after weaning off bypass "an hour later we closed and had to reopen for bleeding ... There was a 2.5 hour period in which coagulopathy lengthened the operation. The patient left the operating room with good hemodynamics and making good urine. Oxygenation was a problem. We were on 100 percent oxygen." The discharge summary states the patient was positive for bartonella henselae serology. The patient had a past history of endocarditis with frontal lobe stroke. The patient is a (B)(6) gentleman who presented to the hospital with at least a 5-month history of worsening cardiac function and signs of an inflammatory condition. During his hospitalization, he was diagnosed with bartonella endocarditis of the aortic valve. This was based on serologies. Pathology and pcr form molecular diagnostics lab is pending [at time of discharge report].

Manufacturer narrative:
Leaflet deterioration due to infection. Device not returned. Unfortunately, the edwards device was not returned for analysis; therefore, the reported infection could not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.